Event description:
It was reported that during a da vinci s total benign hysterectomy procedure, a repeated error 23034 occurred after an override and also after restarting the system. Endoscopic camera manipulator (ecm) icon was in yellow and error logs were not available at the time. System error code 23034 appears when the da vinci safety system determines that after a specified amount of time, a valid event has not been seen for one of the remote compute engine switches. Due to the alleged error 23034 message, the surgeon converted the surgical procedure to open. No further clinical information was provided about the patient's status after the surgeon converted the da vinci surgical procedure to open.

Manufacturer narrative:
The product came back to isi for investigation with the following findings: intuitive surgical failure analysis was able to replicate the alleged issue error issue 23034. Activating the cannula switch was inactive. Failure analysis installed a test board to be able to perform all other test on this arm. Visual inspection was performed in the other two switches along with the fcc flat flex cables and no problems were found. Isi replaced the following items: cannula switch assy, escc board, and flex cables. Failure analysis verified the high jerk reading on axis-3 during testing. The arm passed the following tests: initialization, homing, check sensors, dance and advanced brake test. The axis-3 motor/encoder will be replaced as a fix. A metlab test performed all axis for the following: check sensors, switch test, advanced brake test, sine cycle, friction test and normal mode test. All test passed expect the arm failed the advanced brake test for axis-1 in house. The axis-1 brake will be replaced as a fix. The axis-2 brake will also be replaced. The axis-4 camera mount ring has excessive play due to worn and/or damaged bearings- the bearings will be replaced as a fix. The arm was missing a cannula release screw on link -4. The ground strap was found to be bent and was being repaired and is unrelated to the alleged issue reported by the customer.

Manufacturer narrative:
The field service engineer (fse) visited the site and confirmed the error 23034 and that the ecm was flashing yellow. Fse also noticed that the port clutch switch at the cannula was not working. The fse replaced the ecm and the replaced unit is being requested back for investigation. The fse tested the system with the new part and verified that the system is ready for use. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the da vinci surgical procedure was converted to open procedure due to the alleged error 23034 message.